Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during an extended bolus. As the customer had changed the cartridge, tubing, and infusion site prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Customer reported a blood glucose (bg) level of 285 mg/dl due to the reported issue. However, during the time of the call, bg level was 133 mg/dl. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer was able to load a new cartridge successfully and will continue to use the pump for diabetes management.

Manufacturer narrative:
No failure was identified for the alleged occlusion alarm.